Manufacturer narrative:
Additional information: b5, e1 (facility name), g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the capsule was placed, the patient experience immediate discomfort but was told that it would get better. The pain continued and worsen. The patient was unable to eat or drink anything substantial due to pain. The patient went to the emergency room at night. The patient was having difficulty swallowing their own spit and was having sharp chest or sternum pain that seemed to be similar to contractions in the esophagus. The hospital called the doctor and the doctor indicated that the capsule will be removed but not until the next day. The patient was admitted to the hospital and was kept npo (nothing by mouth) for surgery. The removal surgery happened the next day and the doctor told the patient that the device appeared to cause the sloughing off of the entire esophagus and the doctor did not know why. The patient lost two days of work and planned social activities due to pain. The pa tient had recurrent upper epigastric pain after the event. There were some improvements with treatment using proton pump inhibitors, but pain never went away. There were flares of pain which made food passing through the esophagus painful.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the capsule was placed, the patient experience immediate discomfort but was told that it would get better. The pain continued and worsen. The patient was unable to eat or drink anything substantial due to pain. The patient went to the emergency room at night. The patient was having difficulty swallowing their own spit and was having sharp chest or sternum pain that seemed to be similar to contractions in the esophagus. The hospital called the doctor and the doctor indicated that the capsule will be removed but not until the next day. The patient was admitted to the hospital and was kept npo (nothing by mouth) for surgery. The removal surgery happened the next day and the doctor told the patient that the device appeared to cause the sloughing off of the entire esophagus and the doctor did not know why. The patient lost two days of work and planned social activities due to pain.